Event description:
Vision loss [blindness nec]. Case description: spontaneous legal device report: 2001080612us. In 2000, a pt underwent lumbar spine surgery in the course of which gelfoam was used. Upon awakening after surgery, the consumer was totally blind in pt's left eye and suffered a loss of all peripheral vision in pt's right eye. As of 2001, the event had not resolved. No further info was provided. Case comment: the pt, who is plaintiff, alleged that pt's blindness is the result of an embolization. No data are available to support this allegation. The risk of embolization if gelfoam is placed in the intravascular compartment appears as a warning in the core data sheet.